Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital for evaluation of a non-device related issue. The patient's health care professional (hcp) reported that when the patient was rolled onto their left side an approximate 3-6 second pause was noted on telemetry. Subsequently the device was interrogated with good resulting lead and system numbers. Isometrics and pocket manipulations were performed and no noise or pauses were able to be created. The patient was asymptomatic. Boston scientific technical services discussed since the device and leads were verified to be functioning within normal parameters, it was likely a telemetry unit connection issue. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.